Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Pneumonia is known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2019, it was suspected that there was lung infection. The patient was treated with IV antibiotics unacid 3gm three times a day. The patient's mobility was poor. Additional information received on (B)(6) 2019 indicating that the patient was not discharged due to the infection parameters risen again despite antibiotic therapy till (B)(6) 2019.